Manufacturer narrative:
Product ID: 37711aa, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Event description:
It was reported that an overdischarge was suspected. It was noted that it was unknown what number overdischarge this was. It was noted that a physician mode recharge was not performed but was being planned. It was noted that it was unknown if there were any patient symptoms associated with the event. Additional information received reported that the patient had their device reset in the clinic today. It was noted that the patient would return for additional programming once the change memory was re-established. Additional information received reported that the cause of the overdischarge was patient compliance. It was noted that the patient experienced unknown, if any symptoms. Additional information received reported that the patient was not compliant which resulted in an overdischarge. Subsequently, this was cleared and then the stimulator only was explanted.

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was explanted. It was noted that there was no patient death and the patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.